Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad trace. The insulin pump was received with scratched lcd window and cracked reservoir tube lip. No ramping number on their own or scrolling bar moving anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was not performed. The device was returned for analysis.